Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -12.5/4.0/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged for a shorter length lens on (B)(6) 2024 due to excessive vault. No injury reported. Additional information provided states "lens in good condition and its vault solved problem". Cause reported as device. H6 - 2199 corrected to 4629. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -12.50/4.0/074 (sphere/cylinder/axis) was implanted into the left eye (os) on (B)(6) 2022. Excessive vault was observed. Lens remains implanted. Cause reported as device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).